Event description:
It was reported that the recharger was showing a temperature icon. Subsequently, the recharger and stimulator were replaced. The recharger had been aborting charging due to temperature issues. The patient was doing good.

Manufacturer narrative:
Analysis of recharger model 37751 serial # (B)(4) determined there was no anomaly found. Concomitant medical products: recharger model 37752 serial # (B)(4) implanted: na explanted: na; lead model 3777 lot # v757165012 implanted: unk explanted: unk; lead model 3777 lot # v757165011 implanted: unk explanted: unk; patient programmer model 37743 serial # (B)(4) implanted: na explanted: na.